Event description:
The patient received her scs system on (B)(6) 2011 with two percutaneous leads (from the same lot). It was reported that the patient is without stimulation. The amplitude is stopping at perception on all of her programs. No error codes were shown. The batteries were changed in the programmer and the patient did not fall. During reprogramming the patient had some impedance issues on 4 contacts. Reprogramming around the problem recaptured her stimulation temporarily at which time the stimulation had stopped again on every program. The amplitude stopped at perception on every program as well. She continues to have impedance issues. The sjm representative reprogrammed her again and was able to achieve adequate coverage. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.